Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and later passed away. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The cause of the peritonitis was unknown and treatment information was not reported. Fifteen days after admission, the patient passed way. The cause of death was unknown. It was not reported if the patient recovered from the peritonitis prior to death. Therapy remained ongoing while the patient was hospitalized; however, it was not reported if the patient was performing therapy at the time of death. It is unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.